Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was to be removed from the ureter and kidney, during a ureteroscopy and double j placement procedure performed on an unknown date. According to the complainant, during procedure, it was noticed that the stent was calcified in the tail of the stent. There were no patient complications reported as a result of this event. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation revealed that only the proximal section of the stent was returned. Analysis of the returned section found that it was cut and there were residues of calcification on it. Based on the product analysis, this is considered an adverse event associated with retrograde positioned indwelling ureteral stents including but not limited to encrustation; stone formation. The complaint is a known physiological effect of the procedure noted within the directions for use. It is possible that the way in which the device was removed may have contributed to the condition of the unit returned (catheter cut), this could have been performed by the customer with an unknown instrument, since the section of the device found cut shows that the surface has no irregularities and is smooth, which is evidence that it was not caused due to excess of force applied to the device. Therefore the most probable root cause for this event is "anticipated procedural complication". A review of the device history record (DHR) was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was to be removed from the ureter and kidney, during a ureteroscopy and double j placement procedure performed on an unknown date. According to the complainant, during procedure, it was noticed that the stent was calcified in the tail of the stent. There were no patient complications reported as a result of this event. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.